Event description:
Stent broke up inside the body of a child. Upon scheduled routine removal, separation was not noticed. All stent fragments removed from patients left kidney, left ureter and bladder - verified per c-arm x-ray. Rigid ureteroscope, stent grasper, 905 offset cystoscope were used to remove. Storage conditions for the device - room temperature in the sterile corridor.

Manufacturer narrative:
Expiration - unknown as lot is unknown. (B)(4). Unknown as lot is unknown. Event evaluation: still under investigation.